Manufacturer narrative:
Method: as of (B)(6) 2010, the graft has not been explanted. Vascutek would expect the graft to be returned for investigation when explanted. Results: review of manufacturing and qc records. The manufacturing and qc records for the batch have been reviewed and there is nothing to suggest a problem with the batch. The graft in question came from a master batch of 57 units which were dispatched between (B)(6) 2010. We have not received any other similar reports from this batch. The usage rate of this particular model is such that it may be assumed the majority have now been implanted. This type of swelling, due to seroma formation, is a known complication with eptfe vascular prosthesis. Literature review - the incidence of seroma is higher in extra-anatomic grafts than conventional abdominal implants. (B)(6) reports of a survey of 279 cases where perigraft seromas were identified. Fifty percent of cases involved knitted dacron and 34% involved eptfe. He stated that graft replacement provided a 92% cure rate. The association of seroma with implant location rather than the graft type was also shown by (B)(6). Four percent of the seromas he described were with axilloaxillary grafts. Results: with eptfe grafts, ultra-filtration of serum through the graft wall seems the likely cause of seroma. It is possible that some fluid collects around many grafts, but is more apparent in tunneled devices than those in the abdomen. It is also possible that some abnormally in the healing process allows serum to permeate through the graft wall. Pricolo2 found that seroma fluid inhibited fibroblast growth. In some cases, seroma has only resolved when the graft type was changed, i.e., eptfe to polyester, or vice-versa, suggesting an allergenic mechanism. Symptoms went away when graft was explanted. A more recent paper by dauria3 et al stated an overall incidence of seroma formation was 1.7% for a study of 427 patients between (B)(6) 2002 and (B)(6) 2005. Vascutek discussed recent and historical literature relating to seromas and gave copies to dr. (B)(6) for his information. Dr. (B)(6) currently has a seroma complication rate of 15-20%. Conclusion: the unusually high number of cases seen by dr. (B)(6) suggests that there maybe some other factor that is causing a higher than normal occurrence of seromas. This may be technique related and only displays sometimes in grafts with a single wall (bard or wrapped graft (vascutek/gore) type of structure and does not display in a tri-layer structure (atrium flixene).

Event description:
The event occurred at (B)(6) in (B)(6). Patient experienced a seroma at the apex of the dialysis graft. It only abated after graft was occluded. The arterio venous graft was occluded intentionally to control pain. After the graft was occluded the seroma at the apex of the graft disappeared. Removal of the graft is planned.